Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating correctly, after several pumps the pump goes flat. The device presented a fluid loss and a hole was found in the fold of the right cylinder due to wear. The ipp was explanted and replaced. There were no patient complications reported.